Manufacturer narrative:
As per pt's daughter, there was a strong burning plastic smell and smoke was noticed to be coming out of the mask. At this time, the mask type is unk. Unit was sent to third party company where the device was inspected and they determined that the internal plate was burned. The internal plate was replaced and returned to the customer. Npb was unauthorized to repair / inspect the device.

Event description:
Nellcor puritan bennett received info stating that a pt inhaled smoke that came out of CPAP mask. Pt felt dizziness and was admitted to ER. Pt treated with oxygen therapy for two hours, than released. No pt injury reported.